Manufacturer narrative:
Corrected fields: d9 (it should be blank), g2 (unmark health professional), h6 (type of investigation- add code 10). The device was returned to olympus for inspection, and the customer's reportable malfunction of video system center transmission contact did not work in some cases was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center transmission contact did not work in some cases. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the output connector. Olympus will continue to monitor field performance for this device.